Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approx. 5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The visual inspection of the returned fragment demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. Further inspection revealed that the fixation tines were pulled off. As the root cause of the observed damages traction forces during the explantation procedure should be taken into consideration. Furthermore cuttings in the insulation were found which were caused most likely by the surgery. Blood penetrated the cut areas. Due to the damages further analysis of the fragment was not properly feasible. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
There were elevated thresholds on both leads and the physician decided to replace the whole system on (B)(6) 2014. The following physician had repositioned both lead (B)(6) 2014, however, the issue persisted. Should additional information become available, this file will be updated.